Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen, malfunction, and shutdown issues were verified. The alleged usb cable issue was unable to confirmed as the cable was not returned for evaluation.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction occurred. In addition, it was reported that the touchscreen was "very faded" and hard to read. Lastly, it as reported that the tandem usb cable no longer charges the pump and that the pump shutdown unexpectedly. Customer confirmed that a different cable charges the pump. There was no reported impact to the customer's blood glucose level. Customer to reach out to health care provider for an alternative method of insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.